Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Other company's were used in this study: rhythmia, boston scientific, (B)(4); intellamap orion, boston scientific, (B)(4); sl1, st. Jude medical inc, (B)(4); 4 mm blazer, boston scientific, (B)(4). The device was not returned to bwi.

Event description:
This complaint is from a literature source. It was reported one patient developed pericardial tamponade 3 h after the procedure, which could be successfully drained (venous blood) without sequelae. Based on the facts of the case and the author's assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title:"first clinical experience using a novel high-resolution electroanatomical mapping system for left atrial ablation procedures." The purpose of this study was to determine the acute procedural efficacy and safety of this new system (rhythmia mapping system) in a larger patient cohort with atrial fibrillation (af) and left atrial tachycardia (at). 35 consecutive patients underwent catheter ablation for af and/or at. Suspected device is thermocool celsius; however catalog and lot number are unknown. Other company's were used in this study: rhythmia, boston scientific, (B)(4); intellamap orion, boston scientific, (B)(4); sl1, st. Jude medical inc, (B)(4); 4 mm blazer, boston scientific, (B)(4).